Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving frequent adjust belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to defective v4 components in ECG "c" and ECG "d." The v4 components were out of tolerance. The root cause for the defective v4 components could not be positively identified. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.